Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an fg needleknife rx was used in the biliary papilla during a procedure. According to the complainant, during the procedure while incising the papilla with the fg needleknife rx, the needle part had detached into the patient. Attempts in retrieving the detached needle piece failed. The tip moved further into intestinal tract and no other retrieval attempt was done. The physician expects the detached needle will pass out normally by peristalsis. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the cutting wire broken and blackened. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an fg needleknife rx was used in the biliary papilla during a procedure. According to the complainant, during the procedure while incising the papilla with the fg needleknife rx, the needle part had detached into the patient. Attempts in retrieving the detached needle piece failed. The tip moved further into intestinal tract and no other retrieval attempt was done. The physician expects the detached needle will pass out normally by peristalsis. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.